Event description:
During the procedure, there was a leak noted near the hub of the cypher stent. There was no injury to the pt. The physician was performing angioplasty. The hub was leaking. The event occurred during the case. There were no noted cracks in the hub. The product was not used in the pt. There were no other product damages or problems encountered with the device. There were no problems connecting the device to the indeflator. There were no other noted problems. It was observed during preliminary findings, a vertical crack in the hub of the device.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional info will be provided within 30 days of receipt.